Manufacturer narrative:
The device was returned for evaluation. Initial observation shows the driver tip deformed and fractured in a way that signifies that something was being loosened which aligns with the issue reported. Excessive forces experienced during a revision or removal surgery could contribute to a fractured drive tip; however, an exact cause of the reported issue could not be determined. The following sections have been updated: b4, d9, g6, h3, h6, h10.

Event description:
It was reported that during a revision surgery the instrument was broken and the tip was left in patient's body with the screw shank. This event occurred in japan.

Manufacturer narrative:
The device could not be returned for evaluation. The imaging provided of the broke driver tip indicates that it was fractured while attempting to loosen another structure. Excessive forces experienced during a revision or removal surgery could contribute to a fractured driver tip; however, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a revision surgery the instrument was broken and the tip was left in patient's body with the screw shank. This event occurred in japan.